Event description:
Equashield closed system transfer syringe 60ml syringes have been observed to leak around the connection point to multiple other closed system transfer pieces (syringe adapters, vial adapters, and tubing sets). Syringe product specifications: ref su-ez60/2. Lot number 2319891a. Expiration date 11/1/2026. Leaking closed system transfer devices is a risk for staff exposure to hazardous medications.